Event description:
A iled 3 lamp head and spring arm became detached from the central axis and fell. The snap ring and all hardware was located in the arm system. The snap ring became dislodged and when the lamp head was moved the arm fell. This was installed over two years ago at a veterinary facility. No person or animal was injured.

Manufacturer narrative:
All hardware was present inside the top arm when the trumpf technician arrived. The wires of the spring arm and central axis that connect at this joint were not damaged. The covers to the spring arm were not damaged. The light functioned for over two years prior to incident. There is a possibility that an untrained party worked on these lights prior to the reported incident. Trumpf technician had received a phone call inquiry regarding the light function/wiring a few weeks prior to the incident. The snap ring may have been removed and reinstalled, which is not acceptable. If the snap ring was removed then it should have been replaced by a trumpf trained technician. Additionally, it is unexpected that in this failure the spring arm including wiring and covers would be undamaged if it was fully installed at the time of the incident. They reported that this occurred when no case was going on (no animal present). Required maintenance checks do not appear to have been completed or were completed by unauthorized personnel.